Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and the procedure got delayed less than 20mins and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to produce x-rays. Review of the system log file showed that the system is unable to generate x-rays due to a lack of connection to the generator, which may be attributed to defective network cables, a malfunctioning network switch, or issues with the xsc board. To resolve the issue, fse replaced generator interface board (gib) and m-cabinet switch and performed the functional test. The defective componant was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system was unable to produce x-rays during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.